Event description:
It was reported that the patient had a hematoma after the device was implanted. The hematoma resolved and the device does not lay flat. The patient is now having discomfort at the implant site. The device was protruding out of the pocket and sticking out at an angle. The pocket was revised for better placement of the device. There is no alleged product issue. The device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52, lead, implanted: (B)(6) 2006; 694765, lead, implanted: (B)(6) 2008. (B)(4).